Event description:
It was reported that there was an event where during a 24-hour infusion and one module shutoff and the others "infused rapidly well before the 24-hour period". There was patient involvement, however outcome is unknown. Although requested, additional information was not provided by the customer. During manufacturer on-site visit, additional information was also not provided by the customer. Customer states they did not have any other detailed however thought the event may have occurred in the intensive care unit.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint for the reported that one module shut off and the others infused rapidly well before the 24-hour period was not confirmed during log review. Inspection and testing were not performed as the devices were not returned for investigation. The event date and time were not reported. The facility provided the battery, event and error logs of the pcu s/n: (B)(6) and pcu s/n: (B)(6). Review of the pcu s/n: (B)(6) and pcu s/n: (B)(6) error log showed no errors were recorded related to the reported event. The pcu dataset was not provided. Therefore, some programming parameters and drug information could not be confirmed. The event log of pcu s/n: (B)(6) showed the last infusion programmed on 14 july 2025 on attached pump module s/n: (B)(6) as channel a, with drug ID: 229. However, the infusion parameters were not completed, and the pump module was channeled off. The pcu s/n: (B)(6) event log showed the last infusions programmed on 05 july 2025 and 06 july 2025 on attached pump module s/n: (B)(6) as channel a, pump module s/n: (B)(6) as channel b, pump module s/n: (B)(6) as channel c and pump module s/n: (B)(6) as channel d. The total volume infused between on (B)(6) 2025 at 6:14 pm and on (B)(6) 2025 at 8:20 am for the pump module s/n: (B)(6) was 0 ml, for the pump module s/n: (B)(6) was 283.891 ml, for the pump module s/n: (B)(6) was 19.84 ml and for the pump module s/n: (B)(6) was 97.84 ml. A review of the logs showed the last infusions performed on the suspect pump modules and no errors or malfunctions related to the reported event were identified. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that one module shut off and the others infused rapidly well before the 24-hour period could not be determined, as no devices were returned for the investigation. The facility provided the battery, event and error logs; however, the event date and time were not provided, making it difficult to identify the reported incident. A review of the logs showed the last infusions performed on the suspect pump modules and no errors or malfunctions related to the reported event were identified. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an event where during a 24-hour infusion and one module shutoff and the others "infused rapidly well before the 24-hour period". There was patient involvement, however outcome is unknown. Although requested, additional information was not provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had shut down/over infusion was not determined because no product or device logs were returned.